Event description:
No additional information was provided.

Manufacturer narrative:
One sample was provided to our quality team for investigation. It is an empty opened packaging blister, no sample inside to evaluate. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Furthermore, a device history record review was completed for provided lot number 3306450. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material#: 305916, batch#: 3306450. It was reported that the bd safetyglide needle was clogged / blocked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via phone. Pir attached. Productcomplaint - customer called to report that the nurses stated that they are changing out needles multiple times due to resistance encountered while trying to inject medication. Ref 305916 lot# 3306450.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.